Manufacturer narrative:
The pod was received in the undeployed state. Timeouts and a drive stall was observed in the download data resulting in the device generating an 0x5c alarm code, indicating open count too low at end of prime. This drive stall prevented the firing flat of the ratchet gear from fully lining up with the release bar before the end of the second priming sequence. Rerun of the pod did not replicate the timeouts or the drivestall. The smc was measured to be within specification. No issues were observed within the device that would cause the timeouts with drive stall and the alarm. The exact cause of the high pulse width, drive stall and the consecutive 0x5c hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn.